Manufacturer narrative:
As reported, during the operation, after the 5x150 smart flex vascular stent system was in place, during the retraction of the delivery sheath to release the stent, the delivery sheath could not continue to be retracted after the stent had been released for about four centimeters. This resulted in incomplete release of the stent. The surgeon then used a non-cordis 7f pre-curved long sheath forward to retrieve the entire delivery system and the released stent, which was then remedied with a smart stent 6*100. There was no patient injury. The procedure was a stenting of superficial femoral artery. The target lesion was measured to have a 5mm diameter with severe calcification, 90% stenosis and little vessel tortuosity. The patient had severe stenosis in the middle section of the right superficial femoral artery. The right lower extremity had multiple intima-media thickening with plaque, which was unsatisfactory after balloon pre-dilatation and drug-coated balloon patching in the first stage. Stenting was performed in phase ii. The operator was a mature operator who had been trained. The device was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a gray background was clearly visible. The device was inspected and prepped per the IFU. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/ sheath when removed from the tray. There was no difficulty encountered while flushing the sds. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart device was held flat and straight outside the patient. Unusual force was not used during deployment. The patient has no infectious diseases. The device was returned for analysis. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received coiled inside of a clear plastic bag. The device was unpacked to proceed with the product evaluation. The unit was thoroughly inspected observing an outer sheath separation of the proximal end along with a kinked condition 25cm away from the hub distal end. The stent was partially mounted in the manufacturing position concluding that the received device was attempted to be deployed. However, the stent was not fully deployed successfully. A functional analysis could not be completed to deploy the partially mounted stent as the outer sheath separation along with the kink did not permit the advancement of the distal hypotube portion to complete the stent deployment. A microscopic analysis was performed on the separated outer shaft portion, elongations were observed in the separated borders of the affected area suggesting evidence of an overloading tensile strength exposure that may have resulted in the separation observed. Additionally, the kinked section presented plastic deformations that may be considered as evidence of possible rough handling during the use of the received unit. A product history record (phr) review of lot 340680 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was confirmed as the unit was returned with the stent partially deployed. Additionally, a separation of the outer sheath and a kinked condition were also observed on the delivery system. However, the exact causes of these damages cannot be determined. Device analysis concludes the delivery system was induced to events that exceeded its material yield strength prior to the separation of the outer sheath and kinking noted. Additionally, elongations and plastic deformations were evident on the returned device. Therefore, based on the information available for review it is like handling and procedural factors contributed to the events reported by the customer. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backer board with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, during the operation, after the 5x150 smart flex stent was in place, during the retraction of the delivery sheath to release the stent, the delivery sheath could not continue to be retracted after the stent had been released for about four centimeters. This resulted in incomplete release of the stent. The surgeon then used a non-cordis 7f pre-curved long sheath forward to retrieve the entire delivery system and the released stent, which was then remedied with a smart stent 6*100. The patient was not injured. Patient has no infectious diseases. The procedure was a stenting of superficial femoral artery. The target lesion was measured to have a 5mm diameter. The lesion was noted to have severe calcification with little vessel tortuosity. The lesion had a 90% stenosis. The patient had severe stenosis in the middle section of the right superficial femoral artery. The right lower extremity had multiple intima-media thickening with plaque, which was unsatisfactory after balloon pre-dilatation and drug-coated balloon patching in the first stage. Stenting was performed in phase ii. The operator was a mature operator who had been trained. The device was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a gray background was clearly visible. The device was inspected and prepped per the IFU. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/ sheath when removed from the tray. There was no difficulty encountered while flushing the sds. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart device was held flat and straight outside the patient. Unusual force was not used during deployment. The product will be returned.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 340680 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during the operation, after the 5x150 smart flex stent was in place, during the retraction of the delivery sheath to release the stent, the delivery sheath could not continue to be retracted after the stent had been released for about four centimeters. This resulted in incomplete release of the stent. The surgeon then used a non-cordis 7f pre-curved long sheath forward to retrieve the entire delivery system and the released stent, which was then remedied with a smart stent 6*100. The patient was not injured. Patient has no infectious diseases. The procedure was a stenting of superficial femoral artery. The target lesion was measured to have a 5mm diameter. The lesion was noted to have severe calcification with little vessel tortuosity. The lesion had a 90% stenosis. The patient had severe stenosis in the middle section of the right superficial femoral artery. The right lower extremity had multiple intima-media thickening with plaque, which was unsatisfactory after balloon pre-dilatation and drug-coated balloon patching in the first stage. Stenting was performed in phase ii. The operator was a mature operator who had been trained. The device was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a gray background was clearly visible. The device was inspected and prepped per the IFU. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/ sheath when removed from the tray. There was no difficulty encountered while flushing the sds. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart device was held flat and straight outside the patient. Unusual force was not used during deployment. The product will be returned.

Event description:
As reported, during the operation, after the 5x150 smart flex stent was in place, during the retraction of the delivery sheath to release the stent, the delivery sheath could not continue to be retracted after the stent had been released for about four centimeters. This resulted in incomplete release of the stent. The surgeon then used a non-cordis 7f pre-curved long sheath forward to retrieve the entire delivery system and the released stent, which was then remedied with a smart stent 6*100. The patient was not injured. Patient has no infectious diseases. The procedure was a stenting of superficial femoral artery. The target lesion was measured to have a 5mm diameter. The lesion was noted to have severe calcification with little vessel tortuosity. The lesion had a 90% stenosis. The patient had severe stenosis in the middle section of the right superficial femoral artery. The right lower extremity had multiple intima-media thickening with plaque, which was unsatisfactory after balloon pre-dilatation and drug-coated balloon patching in the first stage. Stenting was performed in phase ii. The operator was a mature operator who had been trained. The device was stored and handled according to the instructions for use (IFU). The temperature exposure indicator on the pouch was checked and confirmed that the black dotted pattern with a gray background was clearly visible. The device was inspected and prepped per the IFU. There was nothing unusual noted about the stent delivery system prior to use. The stent was still constrained within the outer member/ sheath when removed from the tray. There was no difficulty encountered while flushing the sds. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The handle of the smart device was held flat and straight outside the patient. Unusual force was not used during deployment. The product will be returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.